Event description:
It was reported that after implant the sensing values decreased. The sense/pace portion of the lead was replaced. The difib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.